Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 01-september-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to remove and flush out lines then to complete a sampler reset. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for error 706 syringe l-error was debris in the line with the large syringe.

Event description:
On (B)(6) 2016, a customer reported error 706 syringe l-error on the g8 instrument. The customer stated they changed the sample needle but the error returned. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.